Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette was difficult to connect; further described as the "patient folded wings with one hand and turned them to the right, but it kept spinning without stopping". This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.